Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. High threshold measurement of 4.5 volts @1.0 milliseconds was noted. The lead was explanted and replaced with a new lv lead. This lead was discarded in the facility thus will not be returned. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.